Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous high results for 3 patient samples tested for sodium (na) on a cobas 6000 c (501) module. Patient 1 initial na result was 162 mmol/l. The repeat result was 142 mmol/l. On (B)(6) 2018 patient 2 initial na result was 160 mmol/l. The repeat result was 136 mmol/l. On (B)(6) 2018 patient 3 initial na result was 155 mmol/l. The repeat result was 131 mmol/l. No erroneous results were reported outside of the laboratory. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date were not provided. The customer had not changed any electrodes since (B)(6) 2018. Product labeling states "the electrodes should be replaced after 2 months or 9000 tests." The field service engineer (fse) visited the customer site and found a problem with the rinse unit. The cuvettes were full of water. A tube was replaced and the instrument is working fine. The customer has had no further issues. The investigation was unable to find a definitive root cause.